Manufacturer narrative:
The field service representative replaced the reference solution and a solenoid valve which seemed to resolve the issue. The customer ran calibration and qc with results within range. He ran ise check and precision. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect gen.2 results for two patient samples from the cobas 8000 cobas ise module. Of the data provided, only the following results for one patient were discrepant. The initial potassium result was 3.7 mmol/l and the repeat result was 4.64 mmol/l. The initial chloride result was 135 mmol/l and the repeat result was 100 mmol/l. The questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but were not provided.